Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005 that a c.r.e.a balloon dilatation catheter was used during a procedure (patient gender, age and weight unknown). According to the complainant, during procedure preparation the wire was found to be broken. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned device revealed that a kink was present. The cause of the reported malfunction could not be determined.